Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer failure due to the retractor band. The field service engineer was able to resolve the issue by replacing the retractor band cable rubbing and conductors' assembly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.